Event description:
A patient experienced warning during a scan. The patient was not padded from the ctl coil and did have contact with the coil during the scan. This contact resulted in an area of redness with a blister approximately 24.5 mm in diameter.